Event description:
Customer's mother reported back to back testing to a professional meter while using the aviva system with results of 492mg/dl on customer's meter and 168mg/dl on professional meter. Mother reports nurse ran quality controls and they were out of range; no specific results were provided. No adverse event reported. A request was made for return of the suspect device and a replacement was sent.